Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a complete lead was returned and a thorough evaluation of the lead was performed. Set screw marks were noted on all terminal connectors and drag marks were noted on the terminal ring. There was compression of the outer coil and tool marks on the insulation at the distal end of the terminal ring, most likely from grabbing tool at explant. Resistance test was completed to assess lead electrical performance with normal measurements. The lead did not pass the hipot test at the deformed location in the distal end of terminal ring. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shocking lead impedance of greater than 200 ohms. A lead revision was scheduled. The physician was not able to get a good pacing threshold of the left ventricular (lv) lead; thus, the physician opted to explant both the rv and lv leads. The new rv and lv leads had good measurements on the pacing system analyzer (psa). However, when the new leads were reconnected to the crt-d, the new lv lead exhibited high, out of range pacing impedance of greater than 2,000 ohms while the new rv lead demonstrated high, out of range shocking lead impedance of greater than 200 ohms. The whole header of the device was then cleaned but the issues persisted. The field representative suggested to the physician to connect the lv tip to the rv port and back to the lv port and measurements were at 823 ohms and 1,022 ohms respectively. It was concluded that there was an issue with the device header. This crt-d was explanted and a new crt-d was successfully implanted and all measurements were fine. The new rv and lv leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. Additional information was also requested. This report will be updated upon return and completion of analysis.